Event description:
It was reported that one month post implant the implantable cardiac monitor (icm) protruded through the wound and the patient removed the device completely. The physician believed the icm may have been placed superficially in the breast tissue at an angle that when compressed may have exerted too much force on the edge of the wound. A new device was subsequently implanted in a slightly different location and was sutured down. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).